Event description:
Follow-up info received on 8/21/2000: operative report, history and physical info has been received from the physician and the event was confirmed by the physician. The location of the needle was right uppper quadrant of abdomen. The pt has a medial history of breast abcess and tonsillectomy.

Event description:
F/u info rec'd on 9/26/00: analysis reply has been rec'd.

Event description:
Broken needle in abdomen [needle injury]. Case description: a pt reported that a novofine 30 disposable needle broke off in their arm. After pt administered the morning insulin injection in may 2000, pt withdrew the needle, however, the needle was not attached to the hub. The injection site did not bleed, but within two hours of the event pt felt a burning sensation at the site. Pt went to their physician's office and had an x-ray done, which indicated that the needle was in her abdomen. The pt also received a tetanus shot and an antibiotic injection (not specified). The following day the injection site was sensitive and they experienced a stinging sensation at the site and a slight elevation in temperature. Surgical removal of the needle was performed in may 2000, under general anesthesia, adn fluoroscpy was used to locate the needle. The incision was closed with nine staples and the pt was discharged the same day with a prescription for pain medication only. Pt is scheduled for a follow-up visit in one week at which time the staples will be removed. The pt stated that they do not reuse the disposable needles. Follow-up info received in august 2000: operative report, history and physical info has been received from the physician and the event was confirmed by the physician. The location of the needle was right upper quadrant of abdomen. The pt has a medical history of breast abscess tonsillectomy. Follow-up info received in september 2000: analysis reply has been received.

Event description:
Broken needle in abdomen, needle injury. Case description: it was reported that a novofine 30 disposable needle broke off in reporter's abdomen. After reporter administered reporter's morning insulin injection on 25-may-2000, reporter withdrew the needle; however, the needle was not attached to the hub. The injection site did not bleed, but within two hours of the event reporter felt a burning sensation at the site. Reporter went to physician's office and had an x-ray done, which indicated that the needle was in reporter's abdomen. Reporter also received a tetanus shot and an antibiotic injection (not specified). The following day the injection site was sensitive and reporter experienced a stinging sensation at the site and a slight elevation in temperature. Surgical removal of the needle was performed in 2000, under general anesthesia, and fluoroscopy was used to locate the needle. The incision was closed with nine staples and the reporter was discharged the same day with a prescription for pain medication only. Reporter is scheduled for a follow-up visit in one week at which time the staples will be removed. Reporter stated that reporter does not reuse disposable needles.